Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was unknown and the unit was still just under the skin and moved mostly due to the patient's movement. The patient stated that the decision was made that the unit was faulty and needed to be replaced. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted for bladder control. The patient stated that she was implanted last year and she has tried changing between her 4 programs and increasing amplitude up to her comfort threshold (1.25v), but nothing has made a difference. The patient was redirected to their health care professional for the lack of symptom control. Additional information was received. It was reported that the patient did multiple changing to different programs and intensities. The patient stated that the lack of symptom control was not resolved and it needed to be replaced. The patient mentioned "bubble" lifting and there was no difference in leaky bladder, incontinence, and etc. Additional information was received. It was reported that the "bubble" lifting was lifted practically all the way up and the unit had moved also. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
The main component of system and other applicable components are: product ID 3889-33, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient complained of a lack in efficacy and that her ipg was moving in the pocket site. Reprogramming of the device was reported as a troubleshooting step. Entire implant was removed and replaced with a new system.